Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. However, the complainant reported that the device was not expired. (B)(4) catheter break. (B)(4) balloon burst. A visual examination revealed that only a portion of the device was returned. The catheter seemed to be cut/detached 3 cm from the balloon. The balloon was returned in two separate pieces and was torn longitudinally. It is likely that these defects occurred during removal of the device from the patient/scope after the balloon burst. The balloon may have not been fully evacuated of all inflation media resulting in resistance during removal. The most probable root cause of this event is operational context as the complaint was most likely caused by procedural/anatomical factors encountered during the procedure, which limited the performance of the device.

Event description:
It was reported to boston scientific corporation that a cre balloon was used during an esophageal dilatation procedure performed on (B)(6) 2014. According to the complainant, during the procedure, inside the patient, when performing inflation at 6atms, the balloon burst and gradually deflated. When the device was checked, the middle of the balloon was found to be torn. The procedure was completed with another cre balloon. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. Investigation results revealed the catheter was broken in two pieces, therefore this is now no longer an asr reportable event, but a 30 day MDR reportable event.